Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Device by manufacturer: on (B)(6) 2016, an fse was dispatched to the customer facility to address the reported event of loud screeching sound when fluid is being pumped into the waste. The fse found b/f wash probe errors and air in the wash lines. Fse primed several times and checked connections, which appears to have cleared air from wash lines. The customer ran quality controls (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-360 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was air in the wash lines.

Event description:
On (B)(6) 2016, a customer reported bf wash probe #1 errorsith their aia-2000la analyzer. The customer is unable to run prl, pth, lh ii and fsh patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting prl, pth, lh ii and fsh patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.